Manufacturer narrative:
It was reported that the pc displayed ¿replace generator. Generator has reached the end of its service.¿ the ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.